Event description:
During a laparoscopic hernia repair procedure. It was reported that the device would not deliver one staple. A new device was introduced and it would only deliver one staple. There was no consequence to the pt. Add'l info received on 3/5/97. It was clarified that the surgeon believes the devices were misfiring, therefore he believes the devices were short counts.

Manufacturer narrative:
Info not available, device not returned for analysis.